Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, history of renal failure, small ventricular cavity may have contributed to the rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post 26mm sapien 3 valve implant, angio revealed the left ventricle outflow track (lvot) had ruptured. The patient was non-operable, and passed away. The access vessel was small and calcified. The minimum luminal diameter (mld) initially measured 4.5, so a cutdown was performed just above, which measured 5.0mm. The sheath was inserted without difficulty. There was some difficulty inserting the delivery system through the sheath. During the difficulty with insertion, the safari wire was across the annulus and in the ventricle. There is a remote chance, as noted by the tm, that the wire may have scored the vessel. Although there was some difficulty inserting the delivery system through the sheath, the valve was deployed 70:30 aortic/ventricular, as intended. Post deployment there was a drop in pressure. Lv angio in the vessel indicated a rupture. CPR was performed for a few minutes, but the patient passed away. The patient had a suicide ventricle, muscular wall and abnormally small" left ventricle.